Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to an extrusion of the device through the skin. Reportedly interference with the recipient's glasses putting pressure on that area might have contributed. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. This is a final report.

Event description:
Information was received that this user has been reimplanted. According to new information the implant housing dislocated and extruded through the skin without any trauma, likely due to interference with glasses. While the surgical incision line was open, no signs or culture-confirmed infections were reported. The issues began in (B)(6) 2024.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Information was received that this user has been reimplanted, additional information has been requested. According to new information the user was reimplanted due to a migration and extrusion of the housing of the device.